Event description:
A customer observed imprecise and lower than expected vitros phyt quality control results while using a vitros 5,1 fs chemistry system. Values of 17.24 and 18.16 g/ml were obtained from the biorad level 2 fluid versus the expected value of 22.70 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros phyt quality control results were obtained on a vitros 5,1 fs chemistry system. The investigation found no evidence to suggest an instrument malfunction occurred, and acceptable performance has been observed using an alternate vitros phyt slide lot. A definitive root cause could not be determined. However, a reagent issue could not be ruled out as a contributing factor. Ocd has received no related customer complaints for vitros phyt lot 2649-0120-0586. The root cause of this event is unknown.